Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and there was a distal conductor fracture due to overstress. The distal conductor was distorted, there was blood in/on the helix mechanism, there was a deformation/fracture on the proximal sections of the inner coil indicating extension problems, and there was damage at implant. (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, a breached cut on the outer insulation, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that, during a right atrial lead revision, the lead was repositioned successfully and then dislodged within a few hours after the revision. The lead was explanted and a new lead was attempted. The helix of the new lead would not deploy properly. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.